Event description:
It was reported that a subcutaneous implantable cardioverter-defibrillator (s-ICD) displayed a battery depletion (bd) error. Technical services reviewed the available device data and determined that the device was depleting faster than expected. Device replacement was recommended. At this time, the device remains implanted and in service. No adverse patient effects were reported.